Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "we are having a problem with the ultratouch, whenever attached to a syringe, it's pulling air. Seems it is coming from around the hub." (B)(6) 2022 additional information received: customer explained, when the syringe was pulling in air, they did tighten the connections, but it didn't help. However, they did not see hemolysis. This issue was random, and did not happen with every blood draw with the syringe.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "we are having a problem with the ultratouch, whenever attached to a syringe, it's pulling air. Seems it is coming from around the hub." 2022-04-15 additional information received: customer explained, when the syringe was pulling in air, they did tighten the connections, but it didn't help. However, they did not see hemolysis. This issue was random, and did not happen with every blood draw with the syringe.

Manufacturer narrative:
Investigation summary: no customer samples or photos received for review and evaluation. Therefore, 10 retention samples from the bd inventory were subjected to functional testing and the issue of air bubbles were not observed. Based on the retention sample testing and investigation results, bd is unable to confirm or duplicate the customer¿s reported failure mode. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.